Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. No delivery anomalies were noted. The insulin pump had a scratched display window.

Event description:
The customer's mother called with concerns that the insulin pump might be over delivering. The mother stated that the customer was hospitalized with blood glucose levels between 30-47 mg/dl in a four hour period. The mother stated that the insulin pump was not exposed to high magnetic fields. Troubleshooting was performed, and the insulin pump was programmed correctly. The insulin pump passed the displacement test. The mother was not comfortable with the insulin pump, and requested a replacement. Nothing further was reported.